Manufacturer narrative:
Upon receiving the ansm notification, spacelabs immediately launched an investigation and the customer was contacted to gather more information about the event. The devices were tested by a spacelabs field service engineer and confirmed to perform to specification. Unfortunately spacelabs was not notified about this incident until three months afterward, and the patent's historical data from the device is no longer available to evaluate. The customer has continued to use the involved devices without any reports of recurrence. Due to the limited information available we are unable to determine the root cause of the issue. This report is considered final and the issue closed.

Event description:
Spacelabs received a notification from ansm on july 25, 2017 that a french customer ((B)(6)) filed a vigilance report involving a patient death that occurred on (B)(6) 2017. The customer filed report indicated that a (B)(6) year old patient was admitted with ischemic stroke, symptom onset unknown. The next day on (B)(6), the patient had some improvement, then felt tired and laid back in a chair and was found five minutes later unconscious and in asystole. The report stated that the monitor did not alarm during this event. The patient outcome that was reported was death.